Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive heavy bleeding") and pulmonary thrombosis ("blood clots in lungs") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 ((B)(6)1999, (B)(6)2000, (B)(6)2004, (B)(6)2005, (B)(6)2007) and miscarriage. *pelvic sonogram (trans-abdominal and trans-vaginal technique, impression: essure coils are seen in the uterine cornua, 1.0 cm left ovarian cyst, ni free fluid is seen in the cul-de-sac and retroverted uterus. Concurrent conditions included stomach pain, urinary tract infection, vomiting, painful intercourse, dysfunctional uterine bleeding and vaginal bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from june 2007 to september 2007. On(B)(6)2007, the patient had essure (ess205) inserted. In september 2007, the patient experienced pelvic pain ("pelvic pain,severe and persistent pelvic pain"), vaginal haemorrhage ("occasionally spotting/ severe menorrhea (heavy vaginal bleeding)"), menstrual disorder ("abnormal menstrual cycle") and dysmenorrhoea ("severe dysmenorrhea (menstrual cramping)"). In april 2008, the patient experienced pulmonary thrombosis (seriousness criterion medically significant). In 2008, the patient experienced back pain ("back pains/ lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramps"). The patient was treated with surgery (hydrothermal ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pulmonary thrombosis, vaginal haemorrhage, menstrual disorder and dysmenorrhoea outcome was unknown and the back pain, abdominal pain lower and pelvic pain had not resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menstrual disorder, pelvic pain, pulmonary thrombosis and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: bilateral tubal occlusion post essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received, new reporter, patient concurrent condition essure start date added. Event severe dysmenorrhea (menstrual cramping), blood clots in lungs were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2005, (B)(6) 2007) and miscarriage. Concurrent conditions included stomach pain, urinary tract infection, vomiting, painful intercourse and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pains/ lower back pain"), abdominal pain lower ("cramps"), pelvic pain ("pelvic pain") and menstrual disorder ("abnormal menstrual cycle"). On an unknown date, the patient experienced vaginal haemorrhage ("occasionally spotting"). The patient was treated with surgery (hydrothermal ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower, vaginal haemorrhage and menstrual disorder outcome was unknown and the back pain and pelvic pain had not resolved. The reporter considered abdominal pain lower, back pain, genital haemorrhage, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion post essure quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter added and patient demographics were added.historical condition, historical drug, concomitant disease, concomitant drugs were added. Updated suspect drug indication. Event severe and permanent injuries replace with events back pains, cramps, pelvic pain, occasionally spotting, excessive heavy bleeding and abnormal menstrual cycle added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.